Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that when the power button was pressed, the display would flash briefly, but the device would not completely power on. This occurred with both ac and dc power. There was no pt use associated with the reported failure.